Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 240 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after cleaning the battery cap, insulin pump rest and inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.